Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported after patient received 6 appropriate treatments and was taken to the emergency room, the lifevest was removed and there was a large wound on the pt's back where the te pad was. Patient received wound care at the hospital. The patient has received an implantable cardioverter-defibrillator (ICD) and has discontinued use of the lifevest. Follow-up on (B)(6) 2022, patient reported the open wound is doing much better and is healing.